Manufacturer narrative:
Age/date of birth (years): ages are 56.96 ± 19.98. Sex/gender: (male: female): 10:13. Date of event: exact dates not provided, article acceptance date is september 26, 2022. The device was not returned for analysis. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Health effect clinical code 4581: no code available (device dislocation). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: incidence and risk factors of repositioning surgery to correct misalignment of toric intraocular lenses after cataract surgery:a single-center retrospective observational study a retrospective study was done to analyze the incidence and outcomes of repositioning surgery to correct misalignment of several toric intraocular lenses (iols) after cataract surgery. A total of 1,135 eyes were implanted with toric iols and were divided into three groups: acrysof sn6at2-t9 (monofocal) or snd1t2-t6 (multifocal) (n=786 eyes; alcon laboratories inc.), zeiss at torbi 709m (monofocal) or at lisa 909m (multifocal) (n=169 eyes; carl zeiss meditec ag) and tecnis zct100-400 (monofocal) or zmt150-400 (multifocal) (n=180 eyes; abbott medical optics). In patients implanted with tecnis zct100-400 or zmt150-400, 13 patients reported misalignment and had to undergo repositioning surgery. A copy of the article is provided with this report. Citation: honglei li, jiajun sun, huiran bai, lin leng, yunhai dai, xiaoming wu, incidence and risk factors of repositioning surgery to correct misalignment of toric intraocular lenses after cataract surgery: a single-center retrospective observational study, (2022), karger; page 1-6.